Event description:
It was reported that (1) lcsc5 was used during a laparoscopic low anterior resection procedure. It was reported by the rep that the lcsc5 was resting either on the pt or on the mayo stand. The tip was resting on the pt's leg. The surgeon stepped on the harmonic foot pedal and activated the blade. The pt was burned on the leg. Antibiotic ointment was put on the burn. It is unknown how the case was completed.